Event description:
An invasive procedure was performed and the system was evaluated. It was reported the related device header was loose. Lead measurements with a pacing system analyzer (psa) were in the normal range.

Manufacturer narrative:
A boston scientific technical services consultant recommended continued monitoring of the impedance. The physician elected not to perform a revision. This report will be updated if more information becomes available.

Manufacturer narrative:
The related device was explanted and the lead remained implanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this lead had a pacing impedance measurement out of range. Three single measurements greater than 2000 ohms were recorded. Other daily impedance measurements were stable at approximately 900 ohms. No adverse patient effects were reported.